Event description:
It has been reported that the provisional fractured during the trialing process of a knee arthroplasty. All fractured pieces were retrieved from the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection found that the returned device is fractured, thus confirming the complaint. The instrument exhibits signs of repeated use and a small fragment was not returned. Per the contact, all pieces were retrieved from the patient. The device history record and receiving inspection report were reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.